Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted (B)(6) 2012 and dtba1d1 crt-d implanted (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular tachycardia (vt). It was also noted that there was potential under-sensing from the right atrial (ra) lead. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted (B)(6) 2012 and dtba1d1 crt-d implanted (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response which the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular tachycardia (vt). It was also noted that there was potential under-sensing from the right atrial (ra) lead. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.